Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure a dissection was noted at the distal edge of the stent post deployment. During an attempt to place an add'l stent to cover the dissection, the delivery system balloon was inflated and then lost pressure. Attempts to reinflate resulted in an air embolus being sent into the coronary. The pt experienced chest pain and electrocardiogram changes. An iabp was inserted and in 20 minutes the pt recovered well.